Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "blank display. White patches" was confirmed during product evaluation. This condition was caused by the main display having white patches. The user interface module lcd display was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility reported a colleague infusion pump with the reported condition of a black display with white patches. It is unknown in which care area this event occurred. This event occurred upon power up. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is a colleague p1.7 with 8.11.00.